Manufacturer narrative:
B3 - date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight. The patient experienced pain due to the issue. Surgical intervention was undertaken on (B)(6) 2024, during which the pocket site was moved a little lateral and ipg was replaced. Therapy was restored following the procedure.